Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department from the emergency dept. With a note that stated, "broken." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the info known by the reporter upon query by hospira personnel.